Event description:
Account stated head of bed would not stay up. Pt on the bed was intubated. No injuries reported. Tech could not repair at the account, so he swapped out the bed. Repair is not complete at this time.